Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm noted in the alarm history screen. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via a phone call, the insulin pump was alarming motor error during rewind. The customer didn't recall his blood glucose at the time of the incident. The drive support cap appeared to be normal. The customer stated the device did not alarm motor position encoder error, however when the alarm history was reviewed on was noted. Customer then confirmed the device had alarmed motor position encoder error the day prior to the call and the device had alarmed motor error sixteen times. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced for analysis. Customer agreed to return the device for analysis.